Event description:
It was reported that the patient ran out of insulin while away from home, resulting in elevated blood glucose with a reported value of 249 mg/dl and a need for assistance changing the infusion set; the patient uses an inset site and, after guided troubleshooting, successfully changed supplies, reconnected to the ilet, and resumed insulin delivery, with no device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure or method rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.